Manufacturer narrative:
Medwatch number is mw5097310. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 15, 2020 that a flexiva ID 200 laser fiber was used in a laser lithotripsy procedure in the ureter performed on (B)(6) 2020. According to the complainant, during preparation for the procedure, the laser fiber was not working correctly. The black connector appeared to be separated from the green connector. The connector also felt warm and appeared to be melted. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.